Manufacturer narrative:
Investigation: maquet cardiovascular received the device on (B)(4), 2010. A visual inspection revealed that the seal and the tension spring assembly were inside the loading device, under the window. The delivery tube was received inside the loading device. The green slide lock and the white plunger were not depressed on the delivery device. There was very slight evidence of blood on the device. Based upon the received condition of the device, the reported failure is confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, one heartstring iii seal did not load correctly, it folded in on itself. A new kit was used to complete the procedure. There were no patient effects. The product is returning.